Event description:
Adverse event: interruptions during surgery. A laser technician reports several interruptions during surgery on a pt's left eye. The surgery for this pt's right eye was completed without difficulty. The left eye was a monovision treatment with a low correction. The laser stopped about 4 times briefly although 100% of the treatment was delivered. At one day post-op the pt seemed to be doing well. During a follow-up call with the laser technician, the laser technician, on authority from the surgeon, stated the surgeon has reviewed the pt's chart and the pt is doing well. The surgeon's latest impression does not represent any reason for concern.

Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager (tm) reviewed the log file for the date of this pt's surgery and found 4 occasions were the laser reported the energy level was at 120%. Each time the site was able to continue and complete the procedure. Although the energy level was at its maximum allowable value, the energy stayed within specifications and allowed the completion of the surgery. The tm determined that the laser output energy was not stable due to a delay in the full flow of nitrogen during the initial energy check performed by the site that day. To address this issue, the tm advised the site staff to perform add'l energy checks to stabilize power before starting surgeries. Although the system provided high energy warnings, the actual energy in the beam during the treatment was always within the specified range. The system is designed with fail safes to alert the operator to energy issues, and assure that the sys cannot deliver energy outside the allowable range. A review of the complaint database for the 3 months prior to receipt of this complaint, showed no other complaints of this nature for this laser system. Conclusion: based on the results of the investigation, the root cause of this event was inadequate energy checks. (B) (4). (B) (4).